Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue in the fault logs. The fse found the helium bottle was mounted incorrectly and turned the helium bottle. The issue was corrected. The iabp unit was cleared for clinical use and released to the customer. The fse recommended the customer have new trainings.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The iabp was swapped for another with no delay in therapy. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The iabp was swapped for another with no delay in therapy. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The iabp was swapped for another with no delay in therapy. No patient harm, serious injury or adverse event was reported.